Manufacturer narrative:
Conclusion: device investigation revealed multiple fatigue fractures of electrode wires due to device minute mobility in the area of the silicone overmould. In addition, a damage to the coil interface e.g. Feedthrough pin was found. This finding is indicative for repeated mechanical loading of the silicone overmould. Other mechanical damages found are attributable to the removal surgery. The problems described in the recipient report seem to match the damages found. This is a final report.

Event description:
Hearing performance with the device is affected. The family reported that the patient had a bump on his right forehead in late (B)(6) 2017 but there was no trauma/hits across the implant site. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The family reported that the patient had a bump on his right forehead 3 weeks ago but there was no trauma/ hits across the implant site. A device assessment is scheduled.

Manufacturer narrative:
Additional information: according to currently available information, as a preceding head trauma was observed, damage to the active electrode possibly due to an external mechanical impact appears likely. However, a device investigation of the explanted device is necessary to confirm a root cause of failure. Re-implantation is being considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is affected. The family reported that the patient had a bump on his right forehead 3 weeks ago but there was no trauma/hits across the implant site. In situ measurements taken (B)(6) 2017 show 11 channels with high impedance; previous measurements showed 2 channels with high impedance. A device assessment is scheduled. As per additional information received, there were no reported changes in health. A device assessment was scheduled for (B)(4) 2017. Repeated in situ measurements confirmed device malfunction. The clinic is considering whether to re-implant immediately or just keep the patient using the contra-lateral device. An appointment with an ent surgeon was scheduled for (B)(6) 2018.